Event description:
It was reported that noise and oversensing had been observed on the right ventricular lead. Pacing inhibition was observed on the electrograms. No intervention or patient symptoms were reported. The patient would continue to be monitored remotely.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
New information reported that the lead continued to exhibit noise. It was explanted and replaced on (B)(6) 2015.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 12.4cm to 12.6cm from the connector pin, which exposed the outer coil. The abrasion was consistent with exposure to constant friction against another implantable device. The damage found likely contributed to the reported noise and oversensing anomalies.